Event description:
It was reported by end user that her irc5po2v concentrator was alarming. End user stated that the unit was far enough away from the walls or any objects. When I requested the serial number, she stated that the inlet filter was covered from mold. End user proceeded to state that she just moved out of an apartment due to mold. Provided the end user the part # of a new inlet filter and recommended not to use the device till new filter is changed out.